Manufacturer narrative:
It was inadvertently reported, in the initial report that the lead was repositioned. The information is corrected in the additional report. It was reported that during the lead replacement procedure the physician explanted one of the two leads but the physician was unable to place the second lead in the targeted area and the patient experienced undesirable stimulation. As a result, only one lead is left implanted. Reference MFR. Report # 3006705815-2017-01526.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2017-01505.

Event description:
Device 1 of 2. Reference mft report #3006705815-2017-01505. Additional information received that patient is not getting good coverage. Physician has decided to put a competitor device.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01505. It was reported that the patient was experiencing undesirable stimulation. As result, surgical intervention was undertaken on (B)(6) 2017 wherein one of the two leads was repositioned and other lead left implanted.